Event description:
Handle of device sticking every couple of shots; surgeon had to pry open handle. Light did not come on. After case was complete, device was fired and just straight wire came out; wire kept feeding, device did not cut wire or make constructs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.